Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the left ventricular (lv) lead exhibited for p-wave over-sensing. Chest x-ray was revised and confirmed lv lead dislodgement. No intervention was performed. Patient condition was stable.